Event description:
It was reported the patient lost stimulation. The sjm representative interrogated the system and determined all but two contacts were invalid, showing high impedance. An x-ray did not reveal any obvious anomalies. The patient received a new program, but did not receive stimulation where it was needed. Follow up determined the patient was scheduled for possible surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.